Event description:
It was reported that when using the bd pyxis¿ es server, data for multiple patients was not transferred from the server to two of the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the devices with download stopped. A technical support specialist identified a dequeue error and connection timeout in the system. Verified that the ka (knowledge article) fix had already been applied. Stopped all bd services on the application server and restarted the sql server service on the database server. Observed that message processing resumed successfully after restarting services. Informed the customer that a major issue had occurred the previous day. Customer acknowledged the update, and the case was closed as the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, data for multiple patients was not transferred from the server to two of the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.